Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic tension-free repair of the linea alba hernia, during stapling of the hernia mesh with the tacker, poor separation occurred between the helical tack and the fixator, resulting in damage to part of the peritoneal tissue and displacement of the mesh. To resolve the issue, medical adhesive was additionally used for fixation.